Manufacturer narrative:
Date of report: 28nov2018. Date of manufacturer: 26nov2018. The customer reported that the unit will be removed from service.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26nov2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the battery charge voltage was low; reading 6.5 volts. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.